Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic supracervical hysterectomy/bso due to uterine procidentia and pop. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and bleeding. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 to treat stress urinary incontinence and pelvic organ prolapse and mesh were implanted. The patient experienced multiple complications, including erosion, bowel adhesions, dyspareunia, bleeding, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues, including mesh revision and removal surgeries on (B)(6) 2011 and (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.